Event description:
The customer reported a discrepancy between the displayed and actual time on their pump, which was greater than five minutes. There was no adverse impact on the customer¿s blood glucose level, as previous settings did not result in levels above 500 mg/dl or below 54 mg/dl. Technical support assisted the customer with updating the pump time and advised monitoring and following up if the time discrepancy occurred again, which the customer acknowledged and understood.